Event description:
Additional information: it was later reported that the pump was replaced. It was further added that on 2012 (B)(6) hcp tried to interrogate the pump and got an error message that the pump was at eos (end of service). Patient stated not having any benefit from the pump. Device troubleshooting was done and the same error message was obtained. The motor stall had not recovered as of the office visit on december 30th. Pump telemetry strips showed the motor stall on 2012 (B)(6) and a stopped pump period may exceed tube set on 2012 (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial#(B)(4), implanted: 2011 (B)(6), explanted:unknown.

Manufacturer narrative:
Initial print out showed a stall and stall recovery occurring (B)(6) 2011 and recovered on (B)(6) 2012. Since the pump's arrival no additional stalls have been seen during the lab testing. Pump passed all non-destructive testing including dispense testing. It was noted during initial destructive analysis that pump components appeared fairly clean with no apparent defects or evidence of corrosion. Additional analysis showed no anomalies in hybrid performance and offered no additional information on the root cause of the stall and recovery occurring in the field. The pump tube was removed prior to the decision to send out for further hybrid testing thinking that more testing was going to be performed on the tube (hypot). Unfortunately, not all of the fluid was removed from the pump before sending this pump off, fluid leaked onto the hybrid. The leak from the pump did not affect the hybrid testing at that time other than a low resistance short causing a high current drain which did not affect the pump performance. Components were thoroughly inspected showing no additional anomalies to be determined as the root cause for the field stalls and recoveries. After much discussion it has been decided that considering that pump passed all non-destructive and destructive testing and analysis, a root cause for the field stall and recovery could not be determined. Other observations by were as follows: it was suspected but not confirmed, that there may have been an occluded outlet port of the pump possibly caused by the catheter connector, when pump was explanted the catheter was removed and the motor stall recovered. There was an indication by a photo of the pump tube having a bend in the outlet side. Lastly, there was a mention of seeing an end-of-service ("eos") indication on the programmer. This could not be confirmed. The pump logs indicated only a motor stall. None of the pump log data showed an eos. Telemetry strips also do not indicate an eos. Battery command test and resistance check were going to be performed on the battery as part of due diligence, but when the bulkhead was returned from hybrid testing the pump was damaged further because of the fluid leak. The battery was expanded and was shorted and could not be tested. No root cause was found and an occluded outlet port could not be confirmed or denied.

Event description:
Additional information: it was reported that patient needed more oral meds. Patient outcome was noted as no injury; recovered without sequel following replacement surgery.

Manufacturer narrative:
Analysis results of the returned pump were not available as of the date of this report; a follow-up report will be sent when it is completed.

Event description:
It was reported that the patient experienced a change in therapy effect with an increase in pain and withdrawal like symptoms. Telemetry confirmed a critical alarm occurred due to a motor stall and "stopped pump may exceed tube set" message. The pump was only a couple of weeks old. There were no emi concerns or MRI performed on the date of the stall ((B)(6) 2011 at 12:01 and tube set error on (B)(6) 2011 at 12:01). No recovery noted in the logs. The drugs in the pump were hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.